Manufacturer narrative:
(B)(4). The sample is not available. No further information is available at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) occurred during dwell was not confirmed due to a lack of sample. Not enough data is available within the report to identify root cause; therefore, the root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice unit during dwell. The technical service representative had the hp cycle power to clear the alarm. No further information is available at this time.